Manufacturer narrative:
Analysis of the desktop charger (c0474947) found the connector pins to be broken.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and complex regional pain syndrome (crps) type ii. It was reported that there was a broken connector pin on the desktop charger (dtc). Because the connector pin was broken the patient could not charge so she was in lots of pain all weekend. Further follow-up is being conducted to determine if the replacement dtc resolved the issues. If additional information is received, a follow-up report will be sent.